Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 30 stapler instrument for failure analysis investigation. The instrument was analyzed, and the visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. A white reload 30 was installed onto the instrument with no issues. The reload was also removed from the instrument with no issues. The reload was reinstalled and the instrument placed onto an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the reload recognition tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. No procedure logs could be retrieved during this time. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm sureform 30 stapler instrument had a portion of the blade on the reload broke off upon attempt to install reload. Customer opened new reload, however was still unable to install; jaws would not close. Customer opened a new stapler and the reload was successfully installed. Broken stapler never entered the patient and was never fired. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm ureaform 30 stapler instrument for failure analysis investigation. The instrument was analyzed, the stapler was returned for a complaint related to a broken reload. The stapler was loaded with an in-house reload without issue. The instrument was successfully recognized by the system and was able to fire the reload without error. The stapler jaws were inspected and show some witness marks on the top side of the lockout cover, indicating that the reload installed in the field was likely not properly aligned within the channel.

Event description:
Refer to h11 for follow-up information.